Manufacturer narrative:
A field service engineer (fse) was not dispatched because the customer was able to troubleshoot over the phone with customer technical support (cts). The customer stated the baths were overflowing. Per instructions from cts, the customer pulled the waste line from the drain and replaced the waste pump tubing and the waste filter. The customer ran a few blank samples, ran startup, and ran controls and the instrument ran without any leaks. (B)(4). Customer resolved the issue.

Event description:
The customer reported a leak from wbc (white blood cell) bath of the act diff instrument. The volume of the leak was about a cup and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.